Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The device inspection found calcium deposits in the pneumatic block consistent with water ingress. The evaluation determined that the device fault was due to water contamination of the pneumatic block . The pneumatic block was replaced to address this issue. The device was serviced and returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf147) indicating a main blower failure. The device was not in use when the fault occurred; therefore, there was no patient involvement.